Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high approximately 1 month ago. The patient was unable to locate the reported meter and was currently using two competitor meters. The patient reported that her normal results were usually 5.8 and 5.9 mmol/l (equiv. To 104/106 mg/dl). Approximately 1 month prior to calling lfs, she started obtaining results such as 11.0 and 12.0 mmol/l (equiv. To 198/216 mg/dl). On an unspecified date, the patient described feeling shaky, had a headache, and was feeling very thirsty. She tested and obtained and 11.8 mmol/l (212 mg/dl). The patient reported calling her physician and was advised to administer her usual 37 units of insulin (fast acting) and add 5 extra units based on the elevated result and symptoms. The patient described experiencing "very bad shaking" following the additional 5 units of insulin. She waited 10 minutes after taking insulin and tested 10.9 mmol/l (196 mg/dl) on the reported meter, while still feeling shaky. She decided to visit her physician's office after an unspecified time later. When the patient arrived at the physician's office, he obtained a result of approximately 3.0 mmol/l (54 mg/dl) on his meter. She received 4 "dexetoxes" and a glass of sugary water. The physician later performed a comparison between his meter and the reported meter. The reported meter read "11.8 mmol/l" while the physician's meter read "5.7 mmol/l", performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=1.7 mmol/l. The customer care advocate replaced the meter. This complaint is classified as an adverse event due to the following conclusion: the patient alleges she received inappropriate treatment advice from the physician based partially on the meter readings. The patient's symptoms worsened and required glucose treatment for hypoglycemia.